Event description:
Complainant alleged that during biomed testing the device displayed "status 66", "status 104" and "status 105" messages. Complainant indicated that there was no patient involvement in the reported malfunction.